Event description:
It was reported that the tip of the instrument was broken during the surgery. No patient complications were reported.

Manufacturer narrative:
The instrument was returned to the manufacturer for evaluation. Visual macroscopic exam shows that the lower jaw of the instrument is completely broken off and is missing. The tip of the dynamic shaft is also broken on one side. It appears that excessive force was applied to the instrument which may have caused the tip to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.